Event description:
A nurse reported that there was no vacuum in I/a mode during procedure. The procedure was able to be completed with same equipment with no patient harm. Additional information was requested but not received.

Manufacturer narrative:
The company representative examined the system and was not able to duplicate the problem reported. The company representative confirmed irrigation and aspiration pressure sensor calibrations. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).